Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the operating room staff pulled back on the green activator toggle, blood came out of it, and wouldn't cauterize. A new kit was used to complete the procedure. Upon receipt of the product, user facility medwatch report (B)(4) was inside the box with the returned device. The lot number was recorded on the report. It was reported in the report, "dr (B)(6) performing CABG and attempted to use vasoview hemopro 2 for vein harvesting when device malfunctioned. The system with the new adapter cable with supply system stopped working. Procedure slightly prolonged due to bleeding of vein harvesting site. Maquet rep was present and was addressing issue with biomed department. Equipment was cleared at that time. No further issues noted during procedure.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the heater was lifted up slightly and the jaws were somewhat burnt. The device was bloody. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and it was observed that there was blood present in the handle. The distal jaw tips assembly was opened up and there were no non conformities in the assembly. Based upon these observations, the reported complaint for the observation "blood in handle" was confirmed; however, the reported complaint for "would not cauterize" could not be replicated or confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).